Manufacturer narrative:
A review of the complaint history for sn (B)(6), was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6), was performed from the date of manufacture, 07-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the solenoid in the bottom drawer had overheated and was emitting smoke due to internal failure. The field service engineer identified a discolored solenoid in a half-height drawer. The solenoid was replaced along with the controller board and pyxis module controller board. A hardware test application was run and passed successfully. The customer completed a full inventory of the drawer to confirm proper operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, a burning smell and visible smoke were observed from the solenoid on the bottom drawer. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. However, there were no adverse events or injuries reported based on this event.